Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) was 404 mg/dl. With mild ketones and a headache. Customer administered manual injections to stabilize blood glucose levels. Troubleshooting with tandem technical support performed a system check and found the infusion set site needed to be changed. Tandem technical support advised customer to change out infusion set site. Customer was unable to provide infusion set manufacturer.